Manufacturer narrative:
Product complaint analysis team has completed its investigation of the device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: base snap condition, ab)good; bellows condition, ab)good; crown ring engagement, ab)good; seal condition, ab)torn and top snap condition, ab)good. Analysis conclusion: ab)based upon inquiry info received and visual examination, it was concluded that seals has become torn, making instuments non functional. A)instrument was received with inner diamater of seal torn free and it was not returned. B)instrument was received with a 270 degree spiral shaped tear in seal. Ab)no conclusion could be reached as to how seals had become torn. Ab)each instrument is evaluated during assembly process to ensure that it functions properly. Centering of instruments upon insertion or removal may reduce possiblity of seal being inadvertently damaged. Co stirves to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during a laparoscopic cholecystectomy the seal tore and went into the abdomen. An er320 was the instrument being used. The surgeon was able to find the torn gasket. They opened a second seal and it happened again. They opened a new box of 1seals to finish the case. There was no consequence to the patient.